Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, a physical as well as a functional evaluation could be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. However, hemorrhage, hematoma and patient outcome of death are known risks associated with endovascular procedure and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during a mechanical thrombectomy procedure to remove a clot from the m3 middle cerebral artery (mca), the patient suffered a right sylvian fissure subarachnoid hemorrhage (sah). The procedure was successfully completed with a thrombolysis in cerebral infarction (tici) score of 2b. Twelve (12) hours later, the patient developed a subjacent intraparenchymal hematoma. The patient was given two (2) units of fresh-frozen plasma (ffp) and systolic blood pressure was maintained below 130 mm hg. The patient did not recover and was discharged to a skilled-nursing-facility. Relationship to the device and procedure was accessed as related. One month post procedure, the patient died. The primary cause of death was a symptomatic sah, which the patient suffered during the procedure. The patient was made do not resuscitate-comfort care only decision. The death was related to the device and procedure.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during a mechanical thrombectomy procedure to remove a clot from the m3 middle cerebral artery (mca), the patient suffered a right sylvian fissure subarachnoid hemorrhage (sah). The procedure was successfully completed with a thrombolysis in cerebral infarction (tici) score of 2b. Twelve (12) hours later, the patient developed a subjacent intraprenchymal hematoma. The patient was given two (2) units of fresh-frozen plasma (ffp) and systolic blood pressure was maintained below 130 mm hg. The patient did not recover and was discharged to a skilled-nursing-facility. Relationship to the device and procedure was accessed as related.